Event description:
The problem occurred after restoration. Position of implant failure: 19; bone quality - 2; bone quantity: c. Primary stability achieved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5148628, mw5148629, mw5148630.